Event description:
During follow-up, the device was observed to be superficial in the pocket with thin overlying skin. Evidence of pocket erosion was not observed, although the redness of the skin was observed. The event was resolved by performing a pocket revision and replacing the device. No device malfunction was alleged. The patient was in stable condition and experienced no consequences.